Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. It was also reported that the customer had a bent cannula and the insulin pump alarmed insulin flow blocked. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin flow blocked alarm functioned properly. The insulin pump communicated properly with blood glucose meter. No cosmetic damage noted.